Manufacturer narrative:
Other applicable components are: product ID: 37746, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced wound swelling and exudation secretions 1.5 months after surgery. Contributing factor was infection or rejection. The intervention taken to resolve the event was the device was explanted and debridement. The issue was not resolved at the time of this event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that neither an infection or rejection could be confirmed. No additional actions or interventions will be taken. The event resolved. The patient¿s indication for use included disturbance of consciousness.